Event description:
Shortly after an implant procedure, the patient reported that she fell and split her pocket site open. The patient was restitched and treated with antibiotics. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.